Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report:(B)(4) . It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "due to pain cup was revised and the head exchanged. The cup wasn't loose and was well fixed w/bone in growth. The liner showed very little wear. The stem was solid and remained in the pt."